Manufacturer narrative:
Customer reported that the surgiphor bottle cracked. No health consequences were reported. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the surgiphor bottle cracked on the bottom when squeezed by surgeon, began leaking. Bottle was compromised and had to rely on other options for wound irrigation. No health consequences were reported.

Manufacturer narrative:
Customer reported that the surgiphor bottle cracked. No health consequences were reported. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Addendum: h11: this supplemental MDR is submitted to document the results of investigation performed to analyze the root cause. Based on the information available and without having the photos or sample to evaluate, no conclusions can be made. A device history record review found no non-conformances associated with this issue during production of the reported batch. A CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. Updated fields: b4, e3, g2, g3, g6, h2, h6, h10, h11. Corrected field: d4 (UDI). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the surgiphor bottle cracked on the bottom when squeezed by surgeon, began leaking. Bottle was compromised and had to rely on other options for wound irrigation. No health consequences were reported.